Manufacturer narrative:
On may 2, 2023, the distributor provided the following information: pump history was reviewed and the pump was found to have announced the low power alerts and alarms as intended. No battery depletion issues were observed in the pump history. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose. No additional information was provided.